Event description:
It was reported the patient received a trial spinal cord stimulator lead in his back in 2005. The patient underwent surgery to implant a nerve stimulator. Shortly after the patient's stimulator was implanted, the patient developed symptoms including pain, infection, and swelling. The patient continued to see the physician weekly. Three months later, post spinal cord stimulator implant, malfunctioning, and infection of the ipg pocket". One month later, the patient underwent total system explant; several surgeons were involved with one specific to the removal of the spinal cord stimulator leads. In 2006, the patient suffered an opening of the lumbar incision and a foreign body was exposed from the opening. The foreign body appeared to be a portion of the lead. The surgeon viewed the foreign body and stated, he did not think the foreign body came from the implant he had placed and removed. The surgeon stated, the piece had to come from the patient's back surgery in 2004. In 2006, the patient underwent emergency surgery to remove additional foreign bodies, which appeared to be add'l parts of the spinal lead lines and connectors and which were sutured to the patient's back. As a result of the foreign bodies present in his body, the patient developed a severe and life-threatening infection, and a hypercoagular disorder as a direct result of the surgery and ensuing infection. The patient was hospitalized repeatedly for treatment of the infection and blood clots and underwent months of intravenous drug therapy. The patient continues to experience pain, blood clots, depression secondary to the hypercoagular disorder, and remains at a high risk for infection, blood clots, and death. In an effort to treat the patient's hypercoagular state, a filter was placed in the artery/vein in the patient's leg. The filter subsequently became imbedded and now cannot be removed, resulting in the necessity of lifelong treatment with anticoagulant drugs. Ref MFR report# 3004209178200703250, 6000153200703251.

Manufacturer narrative:
.